Manufacturer narrative:
Investigation: the customer returned an unopened, and unused optia idl set instead of the set used in this procedure. The phenomenon of bacterial contamination in blood products, especially platelets, is unfortunately known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to completely eliminate this phenomenon from occurring. Per internal documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
Terumo bct received the following incident description: the customer called because the mnc product tested positive for skin flora, propionibacterium acnes, staphylococcus epidermidis. The product has not been transfused and is pending more testing and the physician's decision. Patient ID and outcome are unavailable at this time.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: the customer confirmed that the source of bacterial contamination was identified in the microbiology lab, and that our device did not contribute to the contamination of the stemcell product.

Event description:
There was no patient involved as the unit was not transfused.